Event description:
It was observed that during the device evaluation, the subject device exhibited component failure of insertion tube and universal cable with dented insertion tube and scratched universal cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion tube was dented, this event was caused by a component failure of insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.